Event description:
It was reported that during an open reduction internal fixation procedure of a proximal humerus fracture, during screw insertion into the plate, the screws kept spinning and would not engage with the plate. The surgeon was able to use a different length locking screw and completed the procedure with no further problems. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.